Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('fragments that were left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant) and complication of device removal ("improper removal"). The patient was treated with surgery (essure device removal and removal of essure). Essure was removed. At the time of the report, the medical device removal and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage , medical device removal and complication of device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('fragments that were left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant) and complication of device removal ("improper removal"). The patient was treated with surgery (essure removal and removal of essure). Essure was removed. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event improper removal recoded to complication of device removal. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('fragments that were left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant) and complication of device removal ("improper removal"). The patient was treated with surgery (essure removal and removal of essure). Essure was removed. At the time of the report, the medical device removal, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('fragments that were left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), complication of device removal ("improper removal") and endometriosis ("endometriosis pain"). The patient was treated with surgery (essure removal and removal of essure). Essure was removed. At the time of the report, the medical device removal, device breakage, complication of device removal and endometriosis outcome was unknown. The reporter considered complication of device removal, device breakage, endometriosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: complication of device removal, endometriosis, device breakage and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.